Event description:
The hcp reported that one hour after refill the pt experienced increasing weakness and numbness in both lower extremities. The pt was receiving dilaudid and marcaine via the drug delivery system. The medication was removed from the pump and was then refilled with dilaudid at the same dose. Th pt was hospitalized for one week. The pt continued to improve. The pump was refilled with dilaudid and marcaine. The weakness and numbness was "better". The "pt had spinal cord granuloma at catheter tip. Removed; developed subdural hematoma. Surgical evaluation done. Has spinal stenosis/arachnoiditis-mild weakness and numbness my elomalacia spinal cord."